Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a feeling of shocks due to right ventricular lead noise oversensing. The patient had not actually been shocked but there had been many charges on the capacitor, but no actual shocks were delivered. The patient presented for generator change due to elective replacement indication - eri and lead revision. There were additional 23 false vf episodes. The lead was capped and replaced. The patient tolerated the procedure well.